Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.no lot number provided for DHR.

Event description:
It was reported that the pump was giving "no dispos" error and beeping. Patient tried cassette (lot unknown) on both pumps and it would not run on either pump. Patient made a new cassette and it ran on pump with no issue. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? Yes; did the patient have additional cassettes they were able to switch to? Yes: if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes what is the outcome of the event? Resolved. No additional information or dates know at this time. Reported to (B)(6) by pt/caregiver.